Event description:
It was reported by the customer that they had been hospitalized for an automobile accident due to low blood glucose levels on (B)(6) 2014. Blood glucose level was 22 mg/dl at time of hospitalization. Customer stated they had overcorrected basal amounts after their device alarmed no delivery. Customer's blood glucose level was 143 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.